Manufacturer narrative:
Findings: a customer reported via phone call indicating sensor issues. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The needle hub was stuck in the sensor. The sensor may have been damaged or bent. The customer was sent a replacement sensor.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was unknown at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The needle hub was stuck in the sensor. The sensor may have been damaged or bent. The customer was sent a replacement sensor.